Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported by the customer that when department setup is opened, the rx screening level can be unintentionally changed when moving the mouse scroll wheel. Based on the available information, there was no actual mistreatment.